Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 14cm and 19cm distal to the is-1 connector pin (into 3 segments). All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed multiple abrasion marks along the lead fragments. In particular 17cm distal to the is-1 connector pin the insulation was found rubbed through. The coating of the conductor cable to the distal shock coil was damaged in this region. Furthermore 43cm proximal to the lead tip the insulation was damaged and the coating of the conductor cable to the ring electrode was damaged. These damages can be considered the root causes of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore the lead showed extraction damages such as deformations of both shock coils. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 119 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead was explanted.